Event description:
The procedure included: 1) removal of right breast iimplant material, 2) right periprosthetic capsulectomy, 3) removal of left intact breast implant, 4) left periprosthetic capsulcetomy, 5) right breast reconstruction with left pediculed transverse rectus abdominal myocutaneous flap and 6) left breast reconstruction with free tissue transfer of right transverse rectus abdominis myocutaneous flap. The histopathyology report showed the right implant leaking its contents. The microscopic exam of fibrofatty tissue from the left capsule showed chronic inflammation, connective tissue sclerosis and foreign body giant cell reaction to silicone. The fibrofatty tissue from the right capsule showed mild reactive changes.